Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, upon using the device for the closure, both needle and thread detached. The issue was resolved by using another same product in a different lot number. There was no patient injury.